Manufacturer narrative:
"Exhalation obstructed" alarm is a high priority alarm which is triggered either the end expiratory pressure is too high or the end-expiratory flow is too low. Expiratory valve is a valve controlling pressure in the patient circuit, enabling the patient to exhale and the hamilton-g5 ventilator to maintain peep. According to the manual, to prevent the expiratory valve from sticking due to nebulized medications,it must be regularly checked and cleaned or the expiratory valve membrane must be replaced. Also, between patients and according to the hospital policy, expiratory valve pin must be cleaned using alcoholic liquid with a linth free cloth. After the incident, service technician checked the device and found out that expiratory valve pin was occluded. Expiratory valve was replaced. Device and expiratory valve were around 10 years old.

Event description:
Hamilton medical ag received the following event description:"exhalation obstruction alarms." During ventilation of a patient, ventilator alarmed. No patient harm was reported.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a failing expiratory valve. In consequence (correction) the expiration valve (part number: 10089440) was replaced (rga 82416). There was no patient or user harm.

Event description:
Hamilton medical ag received the following event description:"exhalation obstruction alarms" during ventilation of a patient, ventilator alarmed. No patient harm was reported.